Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was very sore and hurting. The patient also noted that it hurts and burns when she urinates, and she thinks she may be getting a uti. The indication for use is unknown.